Event description:
The hospital reported that during a coronary artery bypass procedure, four heartstring iii devices would not engage and then release properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report #s 2242352-2012-00769, 2242352-2013-01151, and 2242352-2013-01152 for the related reports.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history which would be considered related to the reported event. Investigation results: the device was returned to the factory for eval. The device showed signs of clinical usage. There was no evidence of blood on the device. The delivery device was returned outside of the loading device. The seal was inside the body of the loading device and remained anchored to the tension spring assembly. The safety lock and plunger was not depressed on the delivery device. Based on the eval results, the reported complaint was confirmed for failure to load. (B)(4).